Event description:
During a bankhart procedure, an anchor was deployed and did not appear to be fully seated. Upon tying the suture, the anchor broke. The dr decided to open the pt and tunnel to complete the procedure.